Manufacturer narrative:
(B)(4). The device was manufactured august 26, 2012 ¿ august 27, 2012. The device was received for evaluation. Visual inspection revealed a black particle approximately 0.02 square mm in size, embedded in the material of the stress member plug component. The particle was not in the fluid path. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the reservoir of a large volume intermate. This was noted before patient use. The device was filled with vancomycin. There was no patient involvement. No additional information is available.